Manufacturer narrative:
Concomitant product: 4194 lead, implanted: (B)(6) 2012.

Event description:
The patient reported that the cardiac resynchronization therapy pacemaker (crt-p) was not working as it should have been and that a technician spent nearly an hour working on the device. Follow up yielded no further information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.